Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro toggle was hard to pull back to activate the jaws. Device was used to complete the procedure with no adverse effects to the patient. The product is returning.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. No visual defects were observed. The device was evaluated for the toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull back is present to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. Based on the results of the evaluation, the reported complaint was unable to be confirmed for reported failure mode "mechanical issue."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro toggle was hard to pull back to activate the jaws. Device was used to complete the procedure with no adverse effects to the patient. The product is returning.